Event description:
During a routine 2 month follow up visit, doctor discovered that the 18mm dynaforce implant had fractured in the leg of the implant. The site appeared to be fused properly and no revision surgery was planned. According to a conversation rep had with the doctor, doctor believes that patient was non-complaint. Additionally, doctor is content with the performance of implants due to the fusion exhibited at the sites.

Manufacturer narrative:
The following lhr's were reviewed and no evidence was found to suggest the device did not meet specifications prior to distribution. 7118-1818kt, 500038, 240008ep, 102435, 240008, 102421(173460-01). Based on investigation, do defects were identified for the crossroad implant that was used. It is assumed that the implant broke due to repetitive stresses exerted on the implant prior to bone fusion.